Event description:
The linear acceleratoer recycled it's monitor totals to 0 and continued treating the patient after the preset number of 21 mu s had been reached. The radiation therapist at the controls inturrupted the radiation after an additional 9 monitor units was given. The additional 7.7 chy to the isocenter represented an increase above the prescribed dose of 0.13%. This is within the accuracy of dose delivery and required no further follow up.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, none or unknown, other, integrated circuit board. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.